Event description:
Boston scientific received information that upon post-implant review of this right ventricular (rv) lead, a chest x-ray revealed a pneumothorax in the patient's left chest. A chest tube was placed and the pneumothorax resolved. The patient was noted to be stable. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.